Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: the play of up/down knob was out of the standard value due to wear of angle wire, light guide lens had a crack, the distal end was shaved, the distal end had residual liquid and parts had to be replaced due to annual inspection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material in the air/water tube, the air/water cylinder, and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause as to why the material remained in the device could not be determined. No physical damage was confirmed at the points where the materials remained. In addition, residual liquid at distal end likely occurred because reprocessing was not conducted properly due to shaved distal end. Subsequently, the material was not possibly eliminated. However, a definitive root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: tjf-q190v operation manual chapter 3 "preparation and inspection." Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.